Event description:
A male patient contacted customer support to report that he got an "connect belt" alarm. Support had him try to reconnect the electrode belt and the message was still displayed. Support sent patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was evaluated and found to have a shielded cable that had broken from the solder pad. The cable was resoldered and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal appeared normal. The electrode belt was returned to stock. The root cause of this unsoldered cable cannot be positively identified. It is likely that undo stress to the cable caused the cable to elongate and the wires to come off of the solder pad. The electrode belt was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.